Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with 2 leads having the same lot. It was reported the patient(argentina) was without stimulation in her original pain pattern. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced with a new model which resolved the issue.